Manufacturer narrative:
H6 : codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that last night they started having connection issues with the communicator. Pt (patient) mentioned that they haven't gotten the added feature turned on yet, they'll have it on november, so pt needed to adjust between sitting to lying down, and last night they were sitting they turned down the setting a little bit and when they went to bed the communicator did not turn on and won't charge. Pt mentioned they were unable to go to sleep because of the constant shock because they can't lie down. Pt mentioned that there's no light on the communicator; they connected to the charging cord no light showed; they changed outlet still the same; the same cord was working with other "stuff" but nothing was happening with the communicator. Pt tried to hold the power button for 30 seconds nothing happened. Pt mentioned they reached out to their manufacturing representative (rep) today and was advised to call patient service to request for an overnight shipment of the communicator. Pt (patient) denied any error message other than "it couldn't connect to the communicator". Agent had pt connected to the charging cord and asked them to move the cord if that would show any light indicator on the communicator and pt mentioned no, and the cord was connected well. Agent sent request to repair to replace the communicator.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.